Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary frequency and bleeding.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent the concurrent procedures of a transvaginal hysterectomy and colposcopy during mesh implantation. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to eroded mesh, infection and pelvic pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.